Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient told her that stimulation was turning itself off at night. The patient was asked if it could happen without her knowledge that she had turned it off by herself. The patient stated no and that the programmer was on the night table by the bed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the issue could not be confirmed by the physician or clinic. The physician and clinic were asked and there was no issue anymore.